Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a distal, moderately tortuous, moderately calcified left anterior descending artery that was 90% stenosed. A 2.5x23mm xience prime was implanted when an edge dissection was then noted at the distal end. Another stent was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.